Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was offline. The customer stated that they were able to get medications from another station and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were failures in drawer 5.1. The customer attempted to reboot the station, which then became stuck at the bios password screen. A field service engineer reseated the sata cable at the hard drive and docking board to resolve. The system functioned as intended after the field service engineer repaired the device.